Manufacturer narrative:
(B)(4). Unable to perform displacement test, self test, sleep current measurement and active current measurement due to cracked liquid crystal display glass. Unit received with missing segment due to cracked and bleeding liquid crystal display glass. Insulin pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had a crack under the screen and insulin pump was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.